Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/09/2014), the patient¿s meter has been returned on 4/24/2014 and evaluated by lifescan product analysis on 4/29/2014 with the following findings: the meter involved in this complaint failed testing. The meter was found to be missing the cap to the lancing device. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging an issue with his onetouch delica lancing device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 months prior to contacting lfs. The patient manages his diabetes with metformin pills and insulin (type not specified). It is not known if the patient made changes to his usual management routine. A month after the start of the alleged issue, the patient claimed he felt symptoms of confused and ¿could not see.¿ at the end of (B)(6) 2014, the patient reportedly went to the emergency room (ER); however, treatment was not specified. It would have been helpful to know if the patient continued to test his blood glucose and what may have caused or contributed to his reported symptoms. At the time of troubleshooting, the cca noted the correct lancets were being used and there was no indication of misuse. A replacement lancing device was sent to the patient. This complaint is being reported because the patient may have developed symptoms suggestive of a serious injury after not being able to test due to the lancing device issue.